Event description:
It was reported that the stent partially deployed in the aorta, 3cm higher than the targeted area. Very heavy calcification and tight stenosis crossing was present. A second stent (same model) was placed to cover the initial area. Doctor stated this event "didn't affect the clinical outcome for the case."